Event description:
It has been reported to philips that in (B)(6) of 2024, a hospital employee injured their finger while the table was being adjusted to transfer a patient to the table. The employee pinched their finger between the longitudinal guide rails resulting in a 1 centimeter superficial cut. The cut was closed using a steri-strip and has since healed. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, philips was informed on february 7, 2025, that on (B)(6) 2022, the user¿s left index finger got caught in the rail under the tabletop while manually moving it to transfer a patient from a stretcher to the table. The incident occurred prior to the start of the procedure. No patient harm was reported. The system was inspected and confirmed to be functioning as intended, with no malfunction identified. A review of the device's instructions for use (IFU ¿ 4523 001 03572, section 3.6 6.1 safety information) confirmed that the following warning is provided to users regarding the potential risk of injury due to accessing the longitudinal guiding mechanism: ¿it is possible to access the longitudinal guiding mechanism from underneath the tabletop. Serious injury may result if any part of the body becomes trapped in the mechanism.¿ although the system was operating within specifications, philips is addressing finger entrapment concerns through the ongoing field correction z-1091-2025. The codes were updated based on the investigation outcome.